Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient suddenly had no pain relief about two months after implant. The device was explanted by the patient's choice. No trauma/falls were reported that could have been related to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.